Manufacturer narrative:
(B)(4). Batch # n54m2u. The analysis results found that the cdh29a device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no protocols or ncr related to the complaint were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: was the hospital stay longer than expected for this type of surgery? No. The patient's hospital stay was not extended due to the incident.

Event description:
It was reported that during an end to end laparoscopic colorectal stapled anastomosis, ¿my registrar inserted the stapler as usual and both ends connected and clicked as usual. My colleague closed the stapler all the way to the bottom of the green line as is my normal practice. Under my direct supervision- and actually watching him taking the safely off and then trying to fire the gun, he told me he is finding it difficult to depress the handle all the way to the " crunch" because it needed excessive force. I took over from him and confirmed the same thing, the crunch needs excessive force than usual. When I used the extra force the stapler fired with the crunch. Although the anastomosis did not look that bad I found a definite hole in the joint with at least one loose staple unfired. I had to put one suture to close this hole. The patient is still in hospital and the long term effects of this, if any, are early to quantify. It doesn't look so far it has negative consequences.¿ the procedure was prolonged by 30 minutes.